Manufacturer narrative:
The reported events were lead dislodgement, failure to capture and muscle stimulation. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. The reported event of failure to capture was not confirmed. Visual and x-ray examinations of the lead did not find any anomalies. Electrical testing of the lead did not find any indication of conductor fractures or internal shorts. After cleaning and applying torque directly to the connector pin, the helix was able to extend and retract. The measured helix extension length was within specification.

Event description:
It was reported that during the initial implant procedure, loss of capture was noted on the right ventricular (rv) lead suspected to be due to lead dislodgement. Additionally, the patient experienced pectoral muscle stimulation. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.